Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up arrow button malfunctioned and numbers continued to scroll on display screen. Insulin pump received a failed battery test alarm after battery change and insulin pump did not turn back on. Customer's blood glucose was 156 mg/dl. Customer did not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces and no ramping numbers anomaly noted. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Unable to verify failed battery alarm due to no button response. The insulin pump had stripped battery cap coin slot, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.